Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Customer reverted to using multiple daily injections as a backup therapy to maintain insulin delivery.